Event description:
Nursing staff were lifting a patient with a ceiling lift. During the transfer, the cover/casing of the ceiling lift motor fell off to the floor, nearly missing the patient and staff member.